Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. To address the issue the stm replaced the top display. The stm then verified the unit calibrated and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check of a cardiosave intra-aortic balloon pump (iabp) a horizontal line on the upper display was observed. There was no patient involvement, thus no adverse event was created.